Manufacturer narrative:
Technician found that the lack of head up function was due to a faulty valve. Replaced the valve to resolve this issue.

Event description:
Allegation received that the head up function was not working.